Event description:
A malfunction was reported on a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer understood and acknowledged.